Event description:
Attorney reported: 4(B)(6) 2005 - a bard composix kugel patch was used to repair pt's hernia defect. On (B)(6) 2008 - pt's bard composix kugel patch was repaired as the mesh had detached. On (B)(6) 2008 - pt was hospitalized due to pain and hematoma. On (B)(6) 2008 - pt was hospitalized due to a small bowel obstruction which was treated medically. On (B)(6) 2008 - a CT scan noted that there was a small bowel obstruction with a fistula tract from the small bowel through the mesh. On (B)(6) 2008 - pt underwent surgery for recurrent ventral hernia, infected mesh, small bowel obstruction and intrabdominal infection. On (B)(6) 2009 - pt's surgeon notes in the operative report extensive lysis of adhesions, removal of infected mesh and small bowel resection of approximately one foot due to enterotomy in bowel.

Manufacturer narrative:
The reported catalog number (0101205) was not a valid catalog number for a bard/davol product. However, davol has determined that catalog number 0010205 is valid for the reported device as the reported lot number (43bpd321) is a valid lot number for catalog number (0010205) therefore, we are submitting this report under the valid catalog and lot number. We have contacted the initial reporter to request additional info and to request the return of the device for eval. This MDR includes all pt, event and device info davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.